Event description:
Customer claimed that the "meter showed low battery, and then replaced the battery and now the meter won't power on". Customer tried the reset steps and the meter still wasn't working properly.